Event description:
Additionally, healthcare professional reported baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: red particle material on the shell, opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort and issues with implants, product concern and deterioration of both implants with suspicion of bilateral intracapsular rupture.

Event description:
Patient reported experienced discomfort and issues with implants, product concern, deterioration of both implants with suspicion of bilateral intracapsular rupture, a great deal of mental and psychological distress and anxiety". Patient additionally reported capsular contracture, baker grade unknown. This record relates to right side. Device has been explanted.